Manufacturer narrative:
Evaluation summary: a document from (B)(6) hospital indicates the revision was scheduled due to cobalt allergy. No test reports or surgical reports were provided. Zimmer makes information available in the public domain related to the composition of zimmer metal implants. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to cobalt allergy.